Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 corrected: b2 b2: "other serious (important medical events)" should not have been selected in the original report proposed component code: mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head and unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00251, 0001825034-2023-00252, and 0001825034 -2023-00291. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately thirteen years post implantation due to osteolysis. During the procedure, a pseudocapsule and metal-on-metal wear debris was noted on the hip joint and osteolysis was confirmed. The head and liner were exchanged without reported complication. Attempts have been made and no further information is available.